Manufacturer narrative:
(B)(4). D4 - this product is sold outside the us and therefore no gudid information exists. This device is considered similar to 00889024230347. G2 - foreign: japan. G4 - the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k172524. Product was received. Performed a visual inspection of packaging and labeling for the item. Outer packaging was not returned only the inner tray and confirming complaint is cracked. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. Based on the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, when opening the sterile blister of the femoral implant, it was noticed that the sterile packaging was cracked. The operation was completed with another implant of the same size and there were no consequences or health impacts to the patient. Attempts have been made and no further information is available at the time of this report. Upon receipt of additional information, it was determined this product was earlier reported under the incorrect MFR number (3006946279 -2025 -00022).